Event description:
During implant, the device was found in back-up vvi mode. The device was explanted and replaced to resolve the issue. The patient was stable and experienced no adverse health consequences.

Manufacturer narrative:
No conclusion code available the pacer was received in backup mode with the device image corrupted and unable to be analyzed. The cause of corruption is unknown. The reported event of backup operation was confirmed. After re-loading the product code and programming the device to nominal settings, the pacer was monitored for several days under load and interrogated daily with results indicating stable output, normal functionality and no backup mode occurred. Additional information was requested regarding the possibility of exposure of the device to external sources at the time of backup but no further information was available. The device projected longevity was calculated based on nominal settings to be 9.12 which is also the remaining longevity to eri.